Manufacturer narrative:
The investigation into hemolysis, product damage (sterile sleeve) and saturated flow issues has been completed. The impella cp pump was returned. Visually inspected the pump and sterile sleeve was found to be torn and damages. Borescope view of cannula obtained and found biomaterial wrapped around impeller, purge gap at outflow. No other kinks, damages or abnormalities were found. Data logs were returned, and motor current spike > 1400 ma observed when pump restarted after surgery. Suction alarms and saturated flows were seen. Only few instances of position alarms were observed later. The cause of the hemolysis issue was due to biomaterial wrapped around impeller and outflow. The cause of the product damage (sterile sleeve) issue was use related due to excessive force. The cause of the saturated flow issue was due to biomaterial. D9 added device returned and date returned b1 product problem should have been checked b5 corrected patient's age h6 health effect code corrected from 2558 hematuria to 1886 hemolysis e1 facility name was omitted.

Event description:
Correction: patient was 67.

Event description:
The complainant reported a 65-year-old female patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. The complainant reported that after cross clamp was removed from aorta and impella flow resumed, abnormal purge flows, waveforms, and elevated motor currents were noted. A transesophageal echocardiogram (tee) found the cp to be 6 cm too deep from position, so medical staff repositioned the cp. During the reposition, the sleeve, covered with tegaderm, was torn. After repositioning, the inlet was 3.15 cm from the aortic annulus. Waveforms were still dissociated. The left ventricle waveform was reading significantly higher than the aortic waveform. Purge pressure was over 900 mmhg and purge flows were down to just over 2 ml/hr. Flows were also 3.4l/min on p4. Medical staff left the cp at p4 and stuck to their initial decision to explant the cp the next day. The patient only made 200 ml of urine during coronary artery bypass graft (CABG) and had almost no urine post-CABG. Medical staff noted bright red urine even after reevaluating the position again by a tee. About an hour after arrival to the cardiovascular intensive care unit, the waveforms almost completely normalized. Purge pressure and flows also normalized. The motor current was still slightly elevated and remained elevated until explant.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿